Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, cloudy effluent, and fever. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with fortaz and ancef intraperitoneally (dosages, frequencies, and durations not reported) for the peritonitis event. On an unreported date in the same month as the initial report of this event was received; treatment with fortaz and ancef was discontinued. Dianeal therapies were ongoing. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.